Event description:
Caller reported the button on the pump does not work. Caller stated it was difficult to press the side button because the rubber came off. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.